Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "baker grade 3¿ and ¿increased upper pole fullness¿, ¿breast narrower in appearance consistent with capsular contracture¿.

Event description:
Healthcare professional reported, ¿right breast baker grade 3¿. And ¿increased upper pole fullness¿, ¿breast narrower in appearance consistent with capsular contracture¿ and ¿elevated folds". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the manufacturing process. Crease / folding of implant: observed as per the investigation procedures, deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right breast baker grade 3 with elevated fold and increased upper pole fullness, breast narrower in appearance consistent with capsular contracture. Device has been explanted.